Manufacturer narrative:
(B)(4).

Event description:
A change in therapy effect was reported. It was noted that the pt's pump normally had clonidine. However, following a pump refill on the (B)(6) 2011 pt did not feel right and started having nausea, retention and itching along with numbness in face and arms. Pt was known to be allergic to narcotics. Pt was rushed to the emergency room on (B)(6) 2011 and was hospitalized as he continued to have issues. The pump was stopped the next day at 7:30 in the morning even though the pain clinic at that point still did not believe there was anything wrong with the drug they filled the pump with. Pt was sedated to help with the pain, but by noon the same day his allergic symptoms went away. Following day the pump was filled with new drug, however, "they did not clear catheter or internal tubing because they did not think it was due to the pump anyways". The drug was tested and it was found that morphine and dilaudid were also in the mix to which the pt was allergic. Currently the pump infused only clonidine. The pt was due for a refill by (B)(6) 2011.